Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, when the suture was pulled, the stent got separated. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, when the suture was pulled, the stent got separated. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of stent shaft break. Correction to block d4 lot number and (root parent) unique identifier (UDI) #. Upon receipt at our quality assurance laboratory, this tria firm ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the bladder coil was fully detached. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break was not confirmed. Furthermore, the suture returned assembled in the suture hole, but it was cut indicating it was intended to be removed. This failure could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Additionally, the suture string/retrieval line is intended to be removed before procedure and as per event, it occurred in the preparation meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found issue. A conclusion code of failure to follow instructions was assigned to this investigation.